Manufacturer narrative:
Concomitant product(s): 5076-45 lead, implanted: (B)(6) 2003; a 8627l10 neuro pump, implanted: (B)(6) 2004; a 3487a-33 stim lead, implanted: (B)(6) 2002; a 7425 stim ipg, implanted: (B)(6) 2002; a 7434a neuro programmer: (B)(6) 2002; a 7495lz25 stim lead extensionm implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device alerted due to svc (superior vena cava) coil impedance out of range. Reprogramming was done and the lead remains in use. The lead was noted to be part of the wrap it study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.